Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc evaluated the subject devide and found as follows; the lot no. Is incorrect. There is no irregularities on the device. As a result of evaluation of omsc, there was no malfunction which caused or might cause the tissue pad to damage. Therefore, we are retracting this MDR.

Event description:
During a video-assisted thoracic surgery (vats), the subject device was used. It was reported that the tissue pad of the device was partially separated in the procedure. The intended procedure was completed with another device. There was no patient injury reported. Regarding this event, omsc submitted the initial MDR. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated it on may 21, 2019, and found as follows; the lot no. Is incorrect. There is no irregularities on the device. Omsc asked the user and it was clarified that the event was that an error message was displayed, not the damage of the tissue pad. Therefore, omsc is retracting this MDR.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a video-assisted thoracic surgery (vats), the subject device was used. In the procedure, the tissue pad of the device was partially separated. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the separation of the tissue pad.